Manufacturer narrative:
H6: additional review indicates device code c63114 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the out of range impedances were high. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and patient regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had out of range impedances on electrodes 12, 13, and 14. The patient was reprogrammed to capture their pain. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.